Event description:
After downloading cfas puc calibrator lot number 154823 version 03-01 for the c311, the value for standard 1 h2o was overwritten and all values for standard 1 were deleted. The user received an error message and checked the analyzer settings. The user then downloaded version 03-02 and verified all tests with control measurements. No patient samples were involved in the issue. It was determined there was an error in the barcode for version 03-01 which was corrected in version 03-02. A product bulletin will be issued to address this issue.

Manufacturer narrative:
Investigation determined a barcode error led to errors in all applications using water as the zero standard. The mistake has been corrected in barcode version 03-02. A product bulletin was issued to inform the customers. No adverse events were reported.

Event description:
Reporter alleged she felt slightly sweaty, obtained a result of 96 mg/dl on the compact plus system and so did nothing to treat herself. Reporter stated that 30 minutes later, she passed out, became unconscious and the emts were called. Reporter stated when they arrived, a 56 mg/dl result was obtained on their device and they treated her with glucose gel. Reporter stated that when the memory of the device was checked, the result showed as a 36 mg/dl and the result prior showed as a #9d#. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.